Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention (date unknown) where the ipg was explanted due to an infection.

Event description:
Follow pu information identified the patient underwent surgical intervention in (B)(6) 2017 where a new scs system was implanted to replace the previous scs system.